Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection (site of infection not confirmed). The patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.